Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer experienced energy activation being interrupted due to an error. The customer has encountered several energy issues with monopolar and bipolar throughout the day. The technical support engineer (tse) had the customer ensure there are no obstructions with the external foot pedals, powered the erbe off by unplugging the erbe and disconnected the external foot pedals. The tse had the customer disconnect the monopolar energy cable and the erbe powered on. The customer reconnected the monopolar cable and the fault returned. The customer tried a separate monopolar cable and the surgeon was able to activate energy however the erbe faulted again. Customer is powering the erbe on and off to continue with the procedure. Tse advised that a force triad generator can be connected with energy activation cable. The clinical sales manager (csm) called to confirm that a third party generator can be used with the xi system. Tse informed the csm that a force triad generator can be connected using pmed cable. The procedure was continuing with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse arrived at the customer location, powered on the system, and performed monopolar and bi-polar energy activation with test instruments and verified all activation tests passed. Fse gained access to error log and found m-02, c-00, and m-36 errors logged. The fse powered down the system, replaced the erbe generator, and performed all necessary tests. The fse verified all tests passed. The unit is functional and returned to service. Intuitive surgical, inc. (Isi) received the erbe generator unit involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm the customer reported complaint. The unit was placed on an in-house system and was run in normal mode. The cause of the issue was determined to be a component failure. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to a third party generator after the start of the procedure due to the erbe energy reoccurring issue with activation. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.